Manufacturer narrative:
Concomitant medical products: product ID: 37752aa, serial# (B)(4), product type: recharger. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the event occurred during device follow up on (B)(6) 2014. It was logged the patient had new sensor neurostimulator and new recharger. It was noted her battery replacement date was (B)(6) 2013 and the patient had a confirmed over-discharge. It was reported this was the patient's first over-discharge and a physician mode recharge was performed. It was logged a power on reset (por) occurred. It was noted that it was unknown which error code accompanied the por and it was not successfully cleared. It was reported the por was cleared on (B)(6) 2014, and the patient called back the day of report and the recharger was showing por again. It was noted the patient was able to charge neurostimulator half-full, and then por showed on the programmer and recharger. It was logged the manufacturer representative was going to meet with the patient on monday (B)(6) 2014. It was reported there were not any diagnostic testing or troubleshooting performed, but it was to be performed in the future. It was logged the product issue was not resolved and the cause was not determined. It was reported the patient status at the time of report was alive with no injury. Additional information received reported the por was not successfully cleared the first time. It was noted the patient was able to bypass and was going to charge the neurostimulator 100% and follow up with the manufacturer representative. Additional information received reported that the patient would meet with a manufacturer¿s representative on thursday (B)(6) 2014 for follow up. Additional information received reported that the manufacturer¿s representative read the patient¿s ins today and saw a por with a 0x10 code. It was reported that impedances were run at 0.7v and the 1 electrode read as >10,000 ohms. It was stated that impedances were run again at 3.0v, and electrode 1 showed over 4000 ohms for all reference electrodes (in combination with electrode 1). It was stated that the manufacturer¿s representative reprogrammed around the 1 and 2 contacts. It was stated that they would see how the patient did over the weekend with the new programming and determine next steps with the hcp from there. Additional information received reported that the electrode that was ¿consistently showing an open circuit¿ was purposefully eliminated through reprogramming. It was reported that every time the patient tried to recharge her ins, it ¿threw the system into por¿. It was stated that ¿most of the time¿ it could be cleared with the patient programmer. It was reported that recently the patient could not clear the por, and the manufacturer¿s representative to clear it with the clinician programmer (8840). It was reported there were no changes to the impedances and the ins was showing 25% charged. It was stated that the manufacturer¿s representative instructed the patient to continue to use stimulation ¿until the last square disappeared¿ and then to turn it off and attempt a recharge. It was stated that if that failed, the hcp was planning to schedule her for a lead revision/possible battery replacement. It was reported that when the system was turned on and functioning, the patient was receiving effective therapy.